Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, blank display and frozen screen. The customer¿s blood glucose level was 97 mg/dl. The customer reported that the insulin pump had a full black screen after giving beeping tone. It was reported that the buttons on the insulin pump were not responding. The customer reported that they also had a frozen screen and declined troubleshooting. The customer was advised to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to verify missing segment/partial display and perform displacement test and self test due to intermittent button response. No frozen display anomaly noted.